Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va02r42, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had pain in the implantable neurostimulator (ins) pocket and also noted that is where they felt the stimulation. It was also noted the ins pocket was bleeding heavily after implant from the incision site and paramedics came to "take care of it." It was noted the patient had seen their doctor since then and they had changed the dressing and indicated it looked fine. The patient felt pain when they touched above or below the ins area. It was noted the patient had decreased stimulation from 1.0 to 0.8 and was having a return of symptoms. The patient changed to different programs and all were felt in the low back near the ins. The patient put the setting back to group two and left it there until they could see their doctor. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was seen in their office on (B)(6), 2013 where it was noted that there was a ¿mildly saturated dressing with blood¿ with normal tenderness seen with the new implant. If additional information is received, a follow up report will be sent.